Event description:
Pt had rc anchor implanted 8/7/96 and subsequently experienced pain in shoulder. Reoperation 10/15/97 to remove anchor. Upon removal, anchor was missing an arc. It was not determined if missing arc was retained in joint or removed in scrapings of tissue at time of surgery.